Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous, mr, 2.5x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage; struts were distorted and severely stretched. The stent moved distally on the balloon some struts moved over the distal markerband. The proximal balloon cone was reviewed and no issues were noted. The proximal balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. It was not possible to examine the distal end of the balloon as it was covered by the stent. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-jan-2017 it was reported that crossing difficulties were encountered.   Vascular access was obtained via the right radial artery. The non-totally occluded, de novo target lesion was located in the moderately calcified left anterior descending (lad) artery. Predilation was performed with a balloon. A 2.50 x 38 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 3.00x8mm synergy¿ stent. No patient complications were reported however, returned device analysis revealed stent damage and stent moved on balloon.